Event description:
Reportedly, the episodes with simultaneous noise signals in both atrial and ventricular channels were recorded in device memories. Preliminary analysis of provided files confirmed the reported event. Recommendations have been provided, so as to check the functioning/integrity of the pacing system (pacemaker, leads and leads¿ connection).

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the episodes with simultaneous noise signals in both atrial and ventricular channels were recorded in device memories. Preliminary analysis of provided files confirmed the reported event. Recommendations have been provided, so as to check the functioning/integrity of the pacing system (pacemaker, leads and leads' connection).